Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000273: product ID: bi71000144: product ID: bi71000135: product ID: bi71000138: product ID: bi71000142: product ID: bi71000166; product ID: bi71000429, serial/lot #: (B)(6) rev. 8, product ID: bi71000192, serial/lot #: (B)(6) rev. 8, product ID: bi71000273, product ID: bi71000180r, serial/lot #: (B)(6) rev. 3, product ID: bi71000210, product ID: bi71000138: h3) the manufacturer representative (rep) went to the site to test the imaging system. The site was ratcheting the rotor alignment, first step in manually opening the door. This should be done to align the rotor, checking it with the alignment pin. Then moving to the door opening nut. While ratcheting the rotor alignment the site heard a loud pop. The noise was related to the winch system snapping. This left four bolts snapped off of the cable slide system. Extracted these four bolts and replaced with new cable slides. System had no movement, replaced the motion enclosure board. Found tractor drive motor had wear on the track. Replaced this with new tractor drive assembly. Winch was bad due to stress put on that system from the ratcheting. Replaced door winch system with new assembly. Replaced pendant dongle due to it being broken off on stand offs. Replaced door switch that was faulty. Performed system check out and found no further issues. Released system back to service. The winch was returned for analysis. (Bi71000429) they tested the winch motor assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Visual inspection showed the assembly was missing the center cog gear and cog gear shaft is bent. Damaged door winch assembly. Returned: 2025-mar-07 the motor assembly was returned for analysis. (Bi71000192) tested the motor assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Visual inspection showed the belt was missing/ damaged teeth. Returned: 2025-mar-05 the motion enclosure was returned for analysis. (Bi71000180r) it was installed into a test system. The system did not initialize. Motion did not ready. The image acquisition system (ias) firmware installer confirmed a firmware failure. Enclosure motion control will not hold firmware. Returned: 2025-mar-04 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the imaging system was stuck around a patient. When site tried to open the gantry using the pendant gantry-open button, it would not open. The site then tried to reboot the system. When the system booted up, it was continuously beeping. The mobile viewing screen (mvs) screen went black several times during the rebooting process. A separate case stating that filed service engineer (fse) assisted the site with the manual door opening process while manufacturing representative (rep) drove to the site. Site about which direction to turn the wrench, but despite feeling resistance, they forcibly moved the wrench. Rep was unsure if site turned the wrench in the correct direction. After site applied torque to the wrench, heard two audible pops from inside the system. Site suspected that the gantry cable snapped. Site were able to push the imaging system down to the end of the bed to clear the operating table. Both medtronic imaging and navigation were aborted. Site continued the case with their other imaging system. The delay was about 20 minutes. This issue occurred intraoperatively and impact on patient unknown. Additional information received. There was no reported impact on patient impact.